Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. It was reported syringes were either missing the hub scale markings partially or entirely. To aid in the investigation, six samples in sealed packaging blisters and three photos were provided for evaluation by our quality team. A visual inspection was performed and the syringes have scale marking issues. No other defects or imperfections were observed. A device history record review was completed for provided material number 302830, lot number 2152001. The review revealed there was an incident reported during the production of this batch. It could be possible the products received were escapes from this incident. The products identified as affected were segregated and scrapped. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd luer-lok¿ tip syringes experienced missing scale markings. The following information was provided by the initial reporter: we have several bd 20 ml syringes either missing the hub demarcations entirely or partially.